Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: dtba1d1, ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead had high impedance. The physician thought the high impedance reading was due to a loose setscrew on the device header. The patient was brought in and the lv was reinserted back into the device header and the setscrew was tightened.